Event description:
It was reported that the clutch of a medfusion® 3500 syringe pump slipped during occlusion test. No injury was reported.

Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was removed/broken and the bottom case was cracked. Review of the event history log showed a check clutch error. Functional testing involved occlusion testing and showed the device duplicated the reported issue. The investigation determined that normal wear was the cause of the reported issue as the parts were over five years old. The clutch half's left and right with leadscrew and spring were replaced. Based on evidence and investigation, the complaint allegation was confirmed.